Event description:
It was reported that there was a fluid infiltration involving a patient while using a spectrum pump. This event was not life-threatening and did not prolong the patient's time in the hospital. When this event occurred, tpn was infusing at a rate of 12 ml/hr. The pump was restarted, and the fluid did not infiltrate again. In response to the infiltration, the patient had to be given hyaluronidase on his hand. No further information could be obtained.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.